Manufacturer narrative:
A visual and functional evaluation was conducted by an authorized field technican at the customer's location. The strecher was found to be operating as intended; however, minor damage was noted to the display attachment, presumably as a result of the incident. The stretcher was repaired and returned to service. Cause of the incident is attributed to the patient's reported sudden movement during the unloading process.

Event description:
It was reported while unloading the stretcher from the ambulance, the patient made a sudden move to the right causing the safety bail to miss the hook and the stretcher lowered from the ambulance and tipped to the right side. It was alleged the patient sustained an elbow and toe injury and both operating medics alleged arm/wrist injury. The patient and medics were evaluated in the ER; however, no further details were provided on outcome or treatment.

Event description:
It was reported while unloading the stretcher from the ambulance, the patient made a sudden move to the right causing the safety bail to miss the hook and the stretcher lowered from the ambulance and tipped to the right side. It was alleged the patient sustained an elbow and toe injury and both operating medics alleged arm/wrist injury. The patient and medics were evaluated in the ER; however, no further details were provided on outcome or treatment.